Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure; additional text: batteries died while pt slept, pump stopped for 6 hrs; specific component(s) involved: external battery malfunction; additional text: batteries died while patient slept. Did not hear pump stop alarm for 6 hrs; other component: causative or contributing factor: patient non-compliance in device; maintenance/protection; patient error in system care; other cause: intervention(s): replacement of external battery; other intervention: implant device type: lvad; malfunction device type:.